Event description:
It was reported that a large volume infusor did not delivery all of its contents. This occurred during infusion of an unspecified drug. The reporter stated that no flow and slow flow occurred "back and forth" and more than two thirds of the total volume remained. Prior to the event, forced priming was performed and flow was confirmed. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured from january 15, 2014-january 16, 2014. Evaluation summary: visual inspection revealed no signs of blockage or physical abnormality. A functional test was performed by removing the luer cap from the unit¿s distal luer. After cap removal, evidence of continuous flow was visually observed at the distal luer. The reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.